Event description:
The Biomedical Engineer (Biomed) reported that the patients' vitals at the Central Nurse's Station (CNS) disappeared on the left side of each display screen. It was down for 10-15 minutes. No patient harm was reported.

Manufacturer narrative:
The Biomedical Engineer (Biomed) reported that the patients' vitals at the Central Nurse's Station (CNS) disappeared on the left side of each display screen. It was down for 10-15 minutes. Technical Support (TS) suggested they reboot the CNS. On a follow up with the Biomed, he reported that the issue returned. No patient harm was reported.Nihon Kohden continues to investigate the reported event. Nihon Kohden will submit a supplemental report in accordance with 21 CFR Section 803.56 when additional information becomes available.